Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on, however, it was unable to obtain readings. The unit continuously reported sensor as off patient. It was verified that some led digits do not illuminate due to a defective component r9 on the user interface board as it failed duty cycling in the led driver circuitry.

Event description:
Customer reported "led lights not displaying full numbers." No known impact or consequence to patient.